Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the issue could not be determined. From past investigation results, it is likely the intensively worn of the tissue pad occurred by the following mechanism: grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tissue pad peeled off. The issue occurred during a therapeutic hernia procedure which was concluded with an olympus back-up device. There were no reports of patient harm.